Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was described as approximately 1 cup of clear fluid leaked from the instrument onto the counter. The instrument was running a startup procedure when the leak was identified. The customer opened the front cover and found that the wbc (white blood cell) and rbc (red blood cell) baths were overflowing. The operator was wearing personal protective equipment of gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, beckman coulter customer support worked with the customer to drain then fill the baths several times, after which there was the baths did not overflow, and the leak was resolved. On 06/04/2014, a beckman coulter field service engineer (fse) evaluated the instrument and found that the leak had been resolved by customer prior to his arrival to site. The leak was attributed to baths overflowing and not to draining properly. (B)(4).